Event description:
Heated wires melted through the circuit at the point where the wire plugs into the circuit at the chamber end. No negative patient outcome reported.

Manufacturer narrative:
Unfortunately, the sample was not returned for evaluation, the hospital chose to send the sample to a 3rd party. If the sample becomes available we will reopen this investigation. Photos of the circuit were provided and showed an area of the circuit that appeared to be charred. Our manufacturing process was reviewed; and no problems were found related with the issue reported. A review of the device history record could not be performed since a lot number was not provided. The product label indicates that objects such as heavy tapes, towels, or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing. Therefore, at this moment we are unable to determine the cause for the reported issue.